Event description:
It was reported that "the catheter had a communication between the 3 port and the balloon so that when injections were made through the distal port, it went into the balloon. The pt suffered no complications related to the catheter. The catheter was removed and another ai-07067 was inserted without incident." Add'l info rec'd by the customer on (B)(6) 2009 stated that the balloon was pretested prior to use.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.